Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 1.9 (2007) lab 14.4 (3 days later) mean 8.2 confidence limits- cannot be determined. Date 2007 inratio 3.16 lab 3.2 mean 3.2 confidence limits 1.9-4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Confidence limits cannot be determined. A valid testing time interval should be 3 hours or less. These reading results are 3 days apart. As a result, the results are considered invalid. The data set of 2007, both inratio and lab results are within confidence limits. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Patient was given vitamin k and plasma in the hospital. This qualifies as an adverse event.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio 1.9 (2007) lab 14.4 (3 days later).